Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Service history review identified that the device was last serviced (B)(6) 2017 for an issue related to "syringe port cracked." Visual inspection found the device to be used and not in original packaging. The device had screen scratches, and syringe port was cracked. The device was also missing battery cap and syringe cap. The primary complaint of call for service alarm was duplicated, with intermittent motor being the most probable cause. The motor was replaced to correct the issue. Also replaced front housing, rear housing, housing seal, syringe cap, battery cap, keypad, and rear label. The device passed all functional tests after the repair.

Event description:
It was reported that device calls for service alarm. The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement. Analysis found an intermittent motor.